Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer does not observe insulin drops at the end of the cartridge patient line after filling the cartridge with 450 units. The customer indicated that a new cartridge would be loaded. Customer's blood glucose level was not impacted.